Event description:
The catheter imaged as indicated with 4 successful pullbacks. While the catheter was being delivered in the artery for additional imaging, some resistance was felt. The doctor attempted to pull the catheter out of the patient body when the catheter got stuck with the guide wire in the guide catheter. Both catheter and guide wire were removed from the patient together. When inspected outside of the body it was noted that an approximately 15 mm portion of the catheter was separated and torn off at the guide wire exit port. The separation occurred outside the patient body, so there is no patient impact or injury relating to the separation. Thus, the procedure was continued with another revolution catheter and another guide wire without issue. No patient injury occurred.

Manufacturer narrative:
A visual examination was performed to identify catheter and shaft damages such as bends, dents, kinks, cuts, scrapes, cracks, discoloration or corrosion. During the visual inspection it was observed that the distal tip was stuck on the guide wire and there was excessive damage on the distal shaft. There were track marks indicating the wire wrapped around the shaft and gripped onto the outside of the catheter. The exit port skive was stretched and separated from the catheter. No functional testing of the device was performed. The location of the stretching and separation is in the injection mold monorail between the reinforcement ring and the proximal end of the exit port at the distal tip. The shaft separation is possibly due to the guide wire being caught in the distal tip during pull back. Although there was no patient impact associated with this incident, if the event were to reoccur, there could be a potential for injury. This report is being sent as a notification. (B)(4).